Event description:
It was reported that a patient advocate contacted technical services (ts) with concerns that this subcutaneous implantable cardioverter defibrillator (s-ICD) has been undersensing. The patient advocate also described appropriate defibrillation by the s-ICD to treat episodes of arrhythmia. The patient advocate also wanted to discuss supraventricular tachycardias (svts), and so ts discussed how the s-ICD deal with svts. The s-ICD system remains in service. No adverse patient effects were reported.